Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 408 mg/dl. Customer changed pump supplies to address the issue. Additionally, it was reported that ongoing intermittent out of range issues occurred between the transmitter and the pump. The customer continued to use the pump for insulin therapy.